Event description:
It was reported that the patient involved was a (B)(6) year old male hemodialysis patient, 1.8 m tall weighing (B)(6). In the uti, the catheter was placed in the patient's right subclavian and during use, the catheter reportedly "callabated" or blocked resulting in a pneumothorax and in turn drainage of the chest. As a result, the catheter was removed and replaced. See MDR # 1306844-2014-00364 for the second event with the same patient. A delay and complications were reported.

Manufacturer narrative:
(B)(4). The device will not be returned.